Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as recurrent urinary incontinence, severe infections, vaginal discharge, erosion and abscesses requiring additional surgery. In addition to physical pain and discomfort, plaintiff suffers psychologically and emotionally.